Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 309 mg/dl. Customer reported that the insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and motor position encoder error alarm was noted in the alarm history. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during our testing. The insulin pump passed prime, displacement and basic occlusion test. The insulin pump had cracked reservoir tube lip and cracked case near the display window corners noted during our visual inspection.